Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the CT monitor failed and resulted in a fire. It was reported that the fire alarm was triggered and an evacuation occurred. The fire department was called and the hospital fire extinguisher team took control to extinguish the fire. A philips field service engineer (fse) confirmed there was no harm as a result of this issue; no hospital team member was in the CT suite when the issue occurred. The CT system was not in clinical use when the issue occurred since the facility was closed for the day prior to this event. This has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that when the system was not in clinical use and no one was in the CT room, a fire alarm was triggered. The customer's staff responded and reported the host computer monitor was on fire. The customer extinguished the fire. The philips field service engineer (fse) confirmed there was no harm. The fse went on site to evaluate the system. The fse found that one of the console monitors had severe damage from heat. This monitor was one of the original monitors delivered at installation of the CT system. The fse further determined that the keyboard, mouse, mouse pad, CT box assembly, mouse cable, and signal distribution board panel were also damaged. The fse determined that there was no problem with the site¿s power and there was no failure of the host power distribution unit (pdu), which powers the console monitors. The fse was unable to obtain a fire marshall report as the customer had extinguished the fire themselves. The fse indicated that the severely damaged monitor was mistakenly scrapped at the india warehouse and was not available for return to cleveland. A probable cause was not able to be determined. The fse replaced the monitor, keyboard, mouse, mouse pad, CT box assembly, mouse cable, and signal distribution board panel to resolve the issue. The system is operational.